Manufacturer narrative:
The imaging evaluation summary states the following: there appears to be communication with the aneurysm and lumbar arteries/ima. There appears to be 3 cm overlap on the contralateral side. There appears to be 5 cm overlap on the ipsilateral side. Concomitant medical products gore® excluder® aaa endoprosthesis plc121400 sn (B)(4). Gore® excluder® aaa endoprosthesis pll161207 sn (B)(4).

Event description:
The patient presented with an abdominal aortic aneurysm which was treated with a gore® excluder® aaa endoprosthesis (rlt231412) on (B)(6), 2021. The physician molded the gore rlt231412 and made a control angiography which showed a type 3 endoleak near to the short contralateral leg of the rlt231412. The endoleak was treated with a gore® excluder® aaa endoprosthesis stent graft iliac extender during the procedure. The physician implanted the iliac extender in the short log of the rlt231412 and molded this region again. The completion control angiography demonstrated that the type 3 endoleak was completely resolved. On (B)(6), 2021, a computerized control tomography angiography showed an endoleak near to the connection between the short contralateral leg of the rlt231412 and the contralateral leg endoprosthesis pll161207. However, it was not possible to classify the endoleak. It might be an endoleak type ii or type iii. It was stated that the sealing zone of rlt231412 and pll161207 was sufficient. An explantation procedure is scheduled on (B)(6), 2021.